Manufacturer narrative:
Result: trend bracket.

Event description:
It was reported by service report that the power cord was damaged and the bed would not go all the way down. There was pt involvement; however, no adverse consequences were reported.